Manufacturer narrative:
The logs for the system were reviewed by medtronic personnel. The logs showed four consecutive high power and long duration ablations, which were subsequent one after the other with short time in between that may not have allowed enough cooling time before continuing to the next ablation, this is suspected to have caused the melted catheter given some overlapping of the damaged areas shown. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Analysis on the suspect cooling catheter system (ccs) was completed. The ccs was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The medtronic representative reported his visual findings during the procedure. The suspect catheter has been returned to the manufacturer.

Event description:
A medtronic representative reported that during a soft tissue laser ablation case the triangular tip of the cooling catheter had burned off while using a 10 mm laser fiber. The cooling catheter tip seemed to have melted into itself. The brain region being ablated was a previous stroke area with blood, that then pooled when the catheter was introduced. No harm or impact to the patient occurred due to the reported event.